Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the alleged fiber break is confirmed based on the observed fiber body break about 82cm proximal to the control knob. Per the device history record, the fiber met all material assembly and performance specification prior to release. It is possible that manipulation, such as taking the fiber out of the packaging or handling set up could have contributed to the fiber beak. However, based on review of all the information available, there is not enough information associated with the beginning of the procedure to suggest that the failure was due to user interaction. Therefore, the cause that contributed to the reported and confirmed fiber break cannot be established. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed a break in the fiber body about 82cm proximal to the control knob, between the connector and the control knob. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: the investigation is assigned a conclusion code of cause not established.

Event description:
It was reported that during the procedure to treat the benign prostatic hyperplasia there was a flash in the room after the console pedal was first pressed. The medical staff disconnected the fiber from the console and upon inspection a break was found at the distal section of the fiber. The fiber was replaced, and the procedure completed without patient complications.

Event description:
It was reported that during the procedure to treat the benign prostatic hyperplasia, there was a flash in the room after the consoles pedal was first pressed. The medical staff disconnected the fiber from the console and upon inspection, a break was found at the distal section of the fiber. The fiber was replaced, and the procedure completed without patient complications.